Event description:
It was reported by end user that the rollator was purchased on (B)(4) and received could not read instructions. End user advised contacted france customer service who was not nice so contacted (B)(4) and they assisted them. End user advised handles on rollator not working properly from the beginning and tried a provider in (B)(4) but they were going to charge to fix product. End user advised no injury but rollator not stable. End user will contact (B)(4) back. End user lives in france.